Event description:
Patient reported that infusion set came apart (after being in use for two days), and their blood glucose was in the 200's (mg/dl). Action taken: patient changed infusion set. No treatment was received as a result of this incident.